Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two events of tubing detached on 03-aug-2024 and 04-aug-2024. Tubing was detached from the connector. Infusion set was used for 12 to 18 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).